Event description:
This report is being filed because the grippers did not open simultaneously, which have the potential to cause or contribute to adverse patient effects. It was reported that during preparation of the clip delivery system (cds), the grippers did not open simultaneously; thus the cds was not used. A new cds was used to successfully complete the procedure, with mr reduced to 1-2, and no adverse patient effects or clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation, and the reported gripper arm actuation issue could not be confirmed via returned device analysis. The investigation could not determine a definitive cause for the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.